Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogen city per (B)(4) and sterility per (B)(4) prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.6, smartphone hardware: iphone12.8, cgm sensor type: g6.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for 72 hours. The patient reports having redness, swelling and a knot at the pod infusion site. In addition, the patient reports the pod infusion site is hot to the touch. The patient reports they had gone to a scheduled appointment with their doctor where they were diagnosed with cellulitis at the pod infusion site. The patient was prescribed antibiotics. The patient was at the doctors office for 15 minutes. The patient reports they had successfully applied a new pod at a different infusion site.